Event description:
It was reported that the atrial lead was not able to be programmed to the bipolar pacing configuration due to probable low impedance measurements. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.